Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed active current test and sleep current test. No frozen screen noted however, discoloration of lcd display was observed. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 38.0 received the lowbatteryalert (104) on 07/13/2025 04:23:00 after more than 7 days at 50.91 days. Battery cycle 37.0 received the lowbatteryalert (104) on 05/23/2025 06:22:00 after more than 7 days at 9.52 days. Battery cycle 35.0 received the lowbatteryalert (104) on 05/13/2025 08:15:00 after more than 7 days at 8.09 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, faded serial number label, and discoloration of lcd light display. No power errors noted and passed all required testing. However, confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. No frozen screen noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to display was frozen and the pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.